Manufacturer narrative:
A cracked display window, a cracked case, a cracked reservoir tube, a scratched reservoir tube window, a cracked reservoir tube lip, cracked battery tube threads and stained address and serial number label.

Event description:
It was reported that the insulin pump had a cracked front face. The customer stated that the crack was to the left of the screen and ran about two-third of the way down. The most recent blood glucose reading was 93 mg/dl. She stated that she had slipped on ice and hit the insulin pump on the driveway. She noted that she had had the device in her back pocket when she fell. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.